Manufacturer narrative:
Analysis received the unit with moisture damage on the electronics, motor, battery tube and vibrator assemblies.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 200 mg/dl at the time of incident. She stated there is fluid under the lcd display. She stated the insulin pump was not dropped. She stated there are cracks on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.